Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe only actuated when it was first actuated and cutting failure of the probe occurred during a vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened and three unopened probes were received, with tip protectors, in trays with other items. Products of the same lot were also returned because they may be defective, investigation of these products was requested. Sample #1 (opened): the sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample #2 (unopened): the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample #3 (unopened): the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample #4 (unopened): the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming both functional tests. A review of the device history record traceable to the lot numbers obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore actuation and cut failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).